Manufacturer narrative:
H3: visually, there was no external damage in the construction of the second sample. Functionally, for the second sample, the middle assembly could not be indexed by hand, but the inner assembly spun freely with no binding. For further analysis, an x-ray was performed to observe the internal construction of both samples and the middle assembly spiral wraps were overstretched and broken for the first and second samples, respectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during procedure that the inner blade was damage. There was no patient impact.